Manufacturer narrative:
This report is filed on december 07, 2017.

Event description:
Per the clinic, the patient experienced infection at implant site and subsequently was treated with oral antibiotics. The issue could not be resolved resulting in revision surgery to open and clean the infected area; the patient was treated with an ointment and oral antibiotics following surgery (date and duration not reported) and the issue resolved.